Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Device evaluated by MFR: the device was discarded by the hospital. Reference exemption # e2018002.

Event description:
They stated that they had a conversation with (B)(6) at (B)(6) children's hospital in (B)(6). She said on their last run that a bunch of air was introduced into the circuit and it deprimed the hls. They couldn't get it reprimed so they had to get another hls and that worked. They don't know how the air got in. They unfortunately through the hls away. Pt coded when the pump stopped but they were able to get him back. Pt passed away three days later but didn't say it was due to this. Additional information (B)(6) 2019: hls was on patient when it deprimed. The hls set with air in it was discarded so I don't know if there was air still in it. Patient was septic and sick and that is why he was placed on cardiohelp for ecls. No other abnormalities were reported. Additional information (B)(6) 2019: they recognized air when the alarm on the venous went off and it deprimed the pump. Also, (B)(6) said the event occurred on (B)(6). They changed from a hls 7.0 to a hls 5.0. Patient survived until care was withdrawn on (B)(6). (B)(4).

Manufacturer narrative:
The product was not requested for return to the manufacturer for laboratory investigation because they already scrapped it. Therefore no laboratory investigation could be performed. A review for similar complaints to be investigated already was performed and no similar complaints were found. Thus the reported failure could not be confirmed. They mentioned that hemofiltration has been performed in the hls circuit. However, this is not the intended use, because a port for filtration or other kidney replacement procedures has not yet been defined on the hls. Depending on the position of this filtration circuit, air may enter the system. An improper use is probable. Furthermore the contact person at the clinic stated that this is not a complaint and the event is not causally related to the death of the patient. Based on the information available at this time the cause of this failure was determined to not be attributed to a device related malfunction. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
(B)(4).